Event description:
Pt reported obtaining back-to-back blood glucose results of 500 mg/dl and 126 mg/dl on the advantage system. Pt indicated that therapy was not modified based on these values. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The advantage test system: meter, comfort curve strip lot 549207 with expiration date 09/30/2007.

Manufacturer narrative:
The comfort curve test strips are the suspect device.